Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented for device change-out due to normal eri. Electrical function was normal and no anomalies were noted. Externalized conductors were noted via fluoroscopy. The lead was capped and replaced.